Event description:
This report is based on information provided by a third-party bench engineer and a philips technical engineer has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility indicating that the device was not powering on beyond the 'performing self test' screen. There was no reported patient involvement, therefore no health consequences or impact.